Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient had episodes of syncope leading to a skull fracture and a subdural hematoma. The patient had true ventricular fibrillation that the device treated successfully, but the physician reported that the patient is very sensitive to ventricular fibrillation and has syncopal episodes prior to receiving therapy. The device remains in use. No further patient complications have been reported as a result of this event.